Manufacturer narrative:
(B)(4). The device was manufactured from june 5, 2014 through june 6, 2014. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a black mark on its bladder. This was found before use. The device was filled with ciprofloxacin. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.